Manufacturer narrative:
Insulin pump passed the displacement and self test. No unexpected missing segment/partial display or faded anomalies noted. Insulin pump received with cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had partial display and the screen was faded. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump was dropped. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.